Event description:
Due to brown discoloration in tubing, device is suspected of bacterial contamination and cardioquip recommends an internal water pathway replacement.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement due to suspected bacterial contamination. Cardioquip eventually repurchased this device from the customer. Following this, tests of water quality were done and found to be outside of cardioquip specifications, thus an internal water pathway replacement was done. Following this repair, the device passed inspection and is fully functional.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination, recommendation, and provided a quote for the repair via email on 2/17/2023. The customer has declined the recommendation for an internal water pathway replacement as of the date of this report.

Event description:
Due to brown discoloration in tubing, device is suspected of bacterial contamination and cardioquip recommends an internal water pathway replacement.